Manufacturer narrative:
Investigation: root cause could not be determined as there is no sample returned for investigation. The complaint is unconfirmed as no sample / photo received. Review of the DHR shows that there is no abnormality observed during visual inspection for out-going inspection. For the duration of 1 year, no quality notification was raised for a similar non ¿ conformance.

Event description:
It was reported that ten bd¿ needles were contaminated and fungus was seen in the needle while user was injecting intramuscularly for horses. Customer's verbatim: " equine hospitral has used 20 1.5 g needle in horses for intramuscular injection and since the needle is contaminated and fungus is seen in the needle and user has found while injecting into the horse and since we have already raised pir for another 2 gauges(18*1.5 and 19*1.5).customer has returned 20*1.5 g needle also. "

Event description:
It was reported that ten bd¿ needles were contaminated and fungus was seen in the needle while user was injecting intramuscularly for horses. Customer's verbatim: " (B)(6) hospital has used 20*1.5 g needle in horses for intramuscular injection and since the needle is contaminated and fungus is seen in the needle and user has found while injecting into the horse and since we have already raised pir for another 2 gauges(18*1.5 and 19*1.5).customer has returned 20*1.5 g needle also. "

Manufacturer narrative:
Correction: date of event: (B)(6) 2018 was changed to (B)(6) 2019. Date received by manufacturer: 2018-11-10 was changed to 2019-02-24.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ten bd¿ needles were contaminated and fungus was seen in the needle while user was injecting intramuscularly for horses. Customer's verbatim: " equine hospital has used 20*1.5 g needle in horses for intramuscular injection and since the needle is contaminated and fungus is seen in the needle and user has found while injecting into the horse and since we have already raised pir for another 2 gauges(18*1.5 and 19*1.5).customer has returned 20*1.5 g needle also. "